Event description:
The customer reported that the catheter ruptured at the strain relief section below the hub during use. Flow rate 16 ml/sec at recommended pressure. No further information has been provided by the customer. No harm or injury was reported. The user indicated to the sales representative this has happened once before but is unable to provide specific clinical details, a specific part number or lot number for the event. Merit will continue to attempt to gather information from the user.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The user has been contacted on (B)(4) 2012 to request additional information and the return of the device. Merit was advised to call back on (B)(6) 2012, as the physician is out on holiday until then. Merit contacted the user again on (B)(4) 2012, and was informed the physician would not be returning until (B)(6) 2012. A follow-up report will be submitted when the evaluation has been completed.